Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The opticross hd catheter was selected for the ultrasound examination. During the procedure, the catheter became twisted. The procedure was completed using another device of the same device. The patient condition was good.

Event description:
It was reported that catheter issue occurred. The opticross hd catheter was selected for the ultrasound examination. During the procedure, the catheter became twisted. The procedure was completed using another device of the same device. The patient condition was good.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath was kinked, and no twist was observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported event details, available information, and product record review. In this case the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.